Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the implant was less responsive after the patient went through a security scanner in (B)(6) 2015. If was further clarified that the programmer and implantable neurostimulator wouldn't communicate for about seven days after going through an airport scanner, but then it was fine and went back to normal. The representative reported that the impedances looked fine and stimulation came back as normal for the patient. No patient symptoms reported. If additional information is received a follow-up report will be sent.